Event description:
Caller reported the connector was separated from the tube of the pump. Caller stated there was a leak when the tube separated from the connector. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.